Event description:
It was reported the patient had an elevate anterior and apical prolapse repair system implanted on (B)(6) 2013. The patient experienced itching of the whole body and saw an emergency physician. The patient was treated with tavegil and cortisone and had a short term recovery. After two weeks the patient again experienced strong itching over her entire body. The mesh was resected on (B)(6) 2013. Immediately after the resection of the mesh the patient had no more discomfort or itching. No add'l patient complications were reported.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.